Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was at the medical resonance imaging (MRI) center for an MRI on their cervical spine, and while interrogating the device it was identified that the right ventricular (rv) lead exhibited high and undefined impedance and a polarity switch had occurred. Intermittent capture was also noted. Lead fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.